Manufacturer narrative:
The patient reports of increased pain appear to be due to lack of therapy being received from the nalu system rather than any new or worsening pain symptoms. There are no reports of any specific events leading up to loss of therapy and cause of the lead migration approximately 10 months after the initial implant.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In (B)(6) 2025 the patient reported an increase in pain symptoms and troubleshooting found that the implanted lead had migrated away from the intended nerve target. The patient elected to remove the system rather than pursue corrections. A full system explant was performed on (B)(6) 2025 per patient request.